Event description:
A user facility clinic manager (cm) reported blood was noted coming from the blood pump segment of the bloodline. After inspecting the bloodline after it was removed from the machine, it was noted that a small slit was along side of the inside of the line. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3.

Event description:
A user facility clinic manager (cm) reported blood was noted coming from the blood pump segment of the bloodline. After inspecting the bloodline after it was removed from the machine, it was noted that a small slit was along side of the inside of the line. Upon follow-up, the cm stated the blood leak occurred one hour and fifteen minutes after initiation of treatment. The cm stated blood was seen dripping down from the blood pump segment of the bloodline. The machine, a 2008t, was removed from service following the event. The cm stated there was no issue with the dialysis machine and the machine was pulled from service and remained sequestered. A fresenius dialyzer was also used during the event. The patient's blood was not returned and the estimated blood loss (ebl) was 250ml. It was noted the bloodline appeared damaged. The staff did not report any damage prior to setup with the bloodline. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient was restarted on a different machine and treatment completed successfully with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported blood was noted coming from the blood pump segment of the bloodline. After inspecting the bloodline after it was removed from the machine, it was noted that a small slit was along side of the inside of the line. Upon follow-up, the cm stated the blood leak occurred one hour and fifteen minutes after initiation of treatment. The cm stated blood was seen dripping down from the blood pump segment of the bloodline. The machine, a 2008t, was removed from service following the event. The cm stated there was no issue with the dialysis machine and the machine was pulled from service and remained sequestered. A fresenius dialyzer was also used during the event. The patient's blood was not returned and the estimated blood loss (ebl) was 250ml. It was noted the bloodline appeared damaged. The staff did not report any damage prior to setup with the bloodline. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient was restarted on a different machine and treatment completed successfully with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to date to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.